Manufacturer narrative:
Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined. However clinical factors that may have contributed to it include the patient's pre-existing history of renal dysfunction and hypertension, his earlier episode of bleeding and his therapeutic use of anticoagulant therapy. There are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks that can include bleeding or anemia. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available.

Event description:
A report was received from the clinical database that a patient presented to hospital with low vad flow alarms that had started three days earlier. On the day on admission, the patient also reported black stools that had started that day. He admitted and found to be anemic. His hvad hematocrit setting was adjusted resulting in the resolution of the alarms. His home doses of aspirin and warfarin were held for the duration of his admission. In addition, he was treated with intravenous pantoprazole. He underwent an enteroscopy that revealed blood clot in the upper body of the stomach and multiple oozing angiectasia along the greater curvature. These were then successfully cauterized with argon plasma coagulation. The patient also underwent a colonoscopy which revealed no active bleeding or evidence or recent bleed. The patient was discharged to an outside institution where he was listed for combined heart and kidney transplantation on (B)(6) 2016. The patient is reported to have underwent heart transplantation on (B)(6) 2016. The primary investigator reported that the event was related to the hvad system and unrelated to the hvad procedure or to the patient's condition.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.